Event description:
It was reported that during an anterior cruciate ligament reconstruction, the accu-pass guide advances through the bearing located in the handle of the device and then it is passed to the surgeon, at the moment of penetrating the tissue, the guide advances in a short length and then stops advancing, the surgeon makes a strong movement inside the joint and the accu-pass at its tip tears the tissue, the procedure was completed with a s+n back up device. There was no delay and no further complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an anterior cruciate ligament reconstruction, the accupass guide advances through the bearing located in the handle of the device and then it is passed to the surgeon, at the moment of penetrating the tissue, the guide advances in a short length and then stops advancing, the surgeon makes a strong movement inside the joint and the accu-pass at its tip tears the tissue, the procedure was completed with a s+n back up device. There was no delay and no further complications were reported. The patient health is stable.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H2: additional information in b5. H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the device was returned outside of original packaging. A monofilament was preloaded into the device and a second monofilament was returned separately. No physical damage visible to the device. A functional evaluation revealed the device functions as intended. No relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. The patient's current condition was reported as stable. Should any additional clinical information be provided this complaint will be re-evaluated. There was no relationship found between the device and the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.